Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant utilizing a flexnav delivery system. The patient presented with complete right bundle branch block (crbbb). During placement of the valve, the patient developed complete atrioventricular heart block (cavb). The block occurred when the valve contacted the non-coronary cusp (ncc). The valve was implanted at a depth of 4mm at both the non-coronary cusp (ncc) and left coronary cusp (lcc). The patient left the operating room with a temporary pacemaker implanted. The patient had a prolonged stay for monitoring of rhythm, and a permanent pacemaker was eventually implanted. The patient is reported to be stable. The patient had no history of heart failure or diabetes.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of av block during implant was reported. Information from the field indicated that the patient had right bundle branch block which may have contributed to the heart block. The valve was implanted with 4 mm depth from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported av block could not be conclusively determined.